Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 14feb2017. The review was performed from the date of manufacture to the present date 15jun2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Although requested, product has not been received.

Event description:
Received a copy of the customer's medsun report from FDA which states, ¿alaris pump alarmed "channel not detected" on channel c. Channel c was infusing epinephrine. Channel a was infusing vasopressin and channel b was not infusing at the time. When the channel c was not able to be re-started due to the alaris pump not being able to detect the channel, the rn attempted to reconnect the syringe pump in the channel c position to the alaris pump. When the pump was not able to be recognized in the c channel, the echo rn came to the pump and moved the syringe pump from channel c position to the far left position. When the pump was connected to the far left position of the alaris pump, the alaris pump continued to not recognize the pump in that channel position either. The epinephrine infusion was not re-started at this time. The blood pressure did not drop during the time of the epinephrine being off during the movement of the channels. The blood pressures remained 120s/80s at this time. When the syringe pump was not recognized by the alaris pump in the far left position, the empty "b" channel was utilized for the epinephrine infusion. The epinephrine syringe was moved from the nonfunctioning pump to the b channel pump. Rn available to verify the infusion and dosage of the epinephrine while another rn moving the syringe from the nonfunctioning pump to channel b pump. The epinephrine infusion was attempted to be restarted in this channel at the same dosage it was previously running. When the epinephrine syringe was moved, the blood pressure increased from 120/80 to 190/110 for <1 min. Heart rates remained m the 80s during the pump change. A new syringe channel was attempted to be used. When the new syringe channel was connected, the brain said "no channels detected, powering down".